Event description:
It was reported that the customer delivered more insulin than intended. The customer's blood glucose (bg) level subsequently decreased to a value displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates to address their bg. System check with tandem technical support confirmed the pump was functioning as intended.